Event description:
High thresholds were noted to the subject pacemaker. Reportedly: first follow up (date unknown): the patient complained he noticed an accelerated heart beat while walking, so the r function was inactive. The pacemaker worked properly. (B)(6) 2013: higher ventricular threshold (2v) was noticed. It used to be <1 v. (B)(6) 2013: the threshold was 2.5 v. Pacing was set into to 4 v. The threshold remained stable at 2-2.5 v. (B)(6) 2013: patient suffered dizziness and a high threshold was detected. Repositioning of the lead was decided. (B)(6) 2013: high threshold was confirmed. The lead was replaced, then the threshold was ok (0.6 mv). (B)(6) 2013: the patient was hospitalized due to a syncope. Failure to capture and high threshold were observed. (B)(6) 2013: the lead was repositioned and good parameters were obtained (threshold 0.75 mv). (B)(6) 2013: the patient suffered a strong dizziness and weakness. The device was interrogated it was noticed that the ventricular lead worked at 5 v but not at 7.5 v. The ECG showed a ventricular pacing of 40-45 min-1 in vvi without p wave sensing that was not programmed, so the physician would like to know the explanation to this behavior. Some days later high threshold was detected again. A new pacing system was implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.